Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's cousin called in to report that the keypad was unresponsive and the display was showing the wrong time and date and the wrong amount of insulin. The customer's blood glucose level was 150 mg/dl. The caller stated that they had no more batteries and could not complete troubleshooting. The caller also reported that the customer was manually pushing insulin from the reservoir and the caller was advised that doing so was unsafe. The caller was informed to get a new battery to complete troubleshooting and was shipped a replacement battery cap. The insulin pump was not replaced or returned.